Event description:
Boston scientific received information during a follow up it was noted that the battery predicted a longevity of five years, whereas the last follow up six months ago showed a longevity of six years. This device has been implanted for less then a year currently. The device was only pacing 51% in the ventricular channel and none in the atrial channel as the patient had chronic atrial fibrillation. All tests performed were normal. Premature battery depletion was suspected. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.